Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the device was deployed with the guide wire in the device. The device became stuck. The patient was taken to an operating room. The device was pushed forward into the artery, the wire was removed, the foot was closed and the device was removed. A cut down was performed to assess the artery and no tissue damage was observed. Hemostasis was achieved by applying manual arterial compression. There was a two hour delay while waiting for an operating room to become available. The patient's hospital stay was extended to overnight due to the cut down procedure. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions - failure to remove the guide wire before the exit port crosses the skin line. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. The device becoming stuck was caused by the user attempting to deploy the device with the guide wire still in the device. In proglide instructions for use the user is instructed to backload the smc device over the guide wire until the guide wire exit port is just above the skin line and to remove the guide wire before the exit port crosses the skin line. Based on the information reviewed, there is no indication of a product deficiency.